Event description:
Device placed on ventilator circuit connected to lp20 portable ventilator and pt's tracheostomy. Approximately 15 hours later, circuit became disconnected from pt's tracheostomy. Cause unknown. Once disconnected, low pressure alarm on ventilator did not activate. Pt expired. Refer to initial investigation. This ventilator was tested at 1300 on 7/20/1998 with the hme (hudson and hospitak), ventilator circuit (kendal curity), inline suction catheter (ballard), oxygen elbow (rusch), connecting tubing (hudson) and the peep valve with 2.5cmh2o (vital signs) attached to the lp20. The external component was a model 6401 aequitron digital display monitor. The ventilator was activated with the following settings, assist/control with a back up rate of 8, tidal volume of 630cc, inspiratory time of 0.9 seconds, oxygen flowing in at 4 liters a minute and the low pressure alarm set at 10 cmh2o. The peak airway pressure was registering at 17.5 cmh2o with the used hudson hme. The hme was changed to the hospitak and it registered at 6.5 cmh2o peak airway pressure. The hme was changed to a new hudson and it registered at 14.2 cmh2o peak airway pressure. With the current settings the two hudson hme's did not trigger a low pressure alarm. The circuit was left open for all testing.